Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer reported that they had high blood glucose of 461 mg/dl. The customer reported that they had received the calibration not accepted, sensor updating, change sensor alarm and the tape was not sticking. The customer declined the high blood glucose troubleshooting. The sensor will be returned for analysis and insulin pump will not be returned for analysis.